Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0amdm, implanted: (B)(6) 2013, product type: lead; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was scheduled for surgery because of a short. They had impedance values of 5 on current the electrode configuration. The rep tried programming around the short and was unsuccessful. Their tremor was not controlled. They would have a revision surgery on (B)(6) 2016 and it was unknown if the patient experienced any falls or trauma. The right dbs lead, extension and battery were to be replaced. On the day of surgery, it was further reported from the rep that the extensions were twisted and it was seen on the x-ray before intra-op. Initial electrode impedance before surgery was taken and no problems were found. Now, intra-op when the lead was tested by connecting it to a twist lock cable to an external neurostimulator (ens), the test found low impedances on the lead: 1 <(>&<)>2 - 9 ohms, 1<(>&<)>3 -12 ohms, 2<(>&<)>3 - 9 ohms, 0<(>&<)>1 - 1385 ohms, 0<(>&<)>2 - 1408 ohms, and 0<(>&<)>3 - 1422 ohms. There was a kink in the lead right above the lead/extension connection. The patient had been programmed on c/3. An impedance test was taken again and all 5 contacts had low impedances. The whole lead/extension/ins system was connected together again and the impedances were tested intra-op. Low impedances of 70 ohms showed up on just contacts 1<(>&<)>2. The rest of the impedances looked fine. When they were "stimming" the patient, the patient felt tingling in their right hand/arm (coming from the left lead). The physician decided to close the patient up and replace the lead in the future. The physician considered leaving the therapy off between the new lead implant as he did not want the patient to get side effects from the kinked lead. It was further reported during the procedure, the right lead was tested via stimloc with the ens and clinician programmer. The results showed low impedance values with all electrodes out of range between 8-18 ohms. The doctor concluded that the issue was with the lead and not the extension. No components of the system were replaced at that time. The doctor might replace the right lead a later date. In addition, it was noted via x-ray that the extension/ins were flipped several times as indicated by the twists in the extension.